Event description:
Customer reportedly obtained results of 104 mg/dl, 180 mg/dl, and 263 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.